Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(6) 2015 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(6) 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, urinary problems, bowel problems, neuromuscular problems, emotional distress, extrusion and other unspecified injuries. It was also reported that the plaintiff experienced recurrent stress urinary incontinence, overactive bladder, cystocele, enterocele, periurethral scarring, vesicovaginal space scarring, vaginal cuff prolapse, and rectocele. Furthermore, it was reported that the plaintiff died. The cause of death reported was colorectal cancer with metastasis. Related to manufacturer report #s: 2183959-2014-38214, 2183959-2014-38217 and 2183959-2015-12891.